Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. The up arrow keypad button was intermittently responsive during testing. It was observed that none of the buttons click and spring back when pressed. During investigation, the up arrow, down arrow, and ok key contacts were observed to be misaligned. There was evidence of keypad contamination found under all key contacts.

Event description:
It was reported that the keypad buttons were unresponsive. The pt reported that the keypad buttons have been slow to respond for the past couple of days, and now the up arrow keypad button is not responding. She noted that the pump got wet 3 weeks ago. The pt denied physical damage to the keypad; stated that the buttons do not click and spring back; denied exposing the pump to cleaning products; and stated that she wears the pump in various places with a clip.